Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A (B)(6) old male patient with end stage renal disease (esrd) on peritoneal dialysis therapy was diagnosed with peritonitis on (B)(6) 2015. During a follow-up call a peritoneal dialysis nurse (pdrn) confirmed the male patient was diagnosed with peritonitis, and was treated with an unspecified medication (drug name, dose, route, and frequency unknown). The patient¿s peritonitis was due to touch contamination. As of (B)(6) 2016, the patient¿s signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.